Manufacturer narrative:
Physical samples were received from the customer. The following fields have been updated: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2022-02-14. H.6. Investigation summary: samples and photos received for investigation. Through the analysis of the photo and samples sent by the customer, it is possible to observe the presence of foreign matter in the syringe. Foreign matter was identified as dirt and packaging paper. A maintenance order was observed that could potentially be related to the incident. Possible root cause is associated with equipment cleanliness, there was an intervention in the packaging machine which may have caused the appearance of foreign matter. As a corrective action, the operational team was trained in the line cleaning procedure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h10.

Event description:
It was reported that 5 bd plastipak¿ luer-lok¿ syringes had foreign matter in them. The following information was provided by the initial reporter, translated from portuguese to english: "5 syringes with foreign matter inside their packages, still sealed." Via bd investigation: "photo received for investigation, through the analysis of the photo sent by the customer, it is possible to observe the presence of foreign matter in the syringe."

Manufacturer narrative:
Investigation summary: photo received for investigation, through the analysis of the photo sent by the customer, it is possible to observe the presence of foreign matter in the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A maintenance order was observed that could potentially be linked to the incident. According to the maintenance order, there was an intervention in the packaging machine, which may have caused the appearance of foreign matter. It is believed that after the intervention, the equipment was not properly cleaned. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd plastipak¿ luer-lok¿ syringes had foreign matter in them. The following information was provided by the initial reporter, translated from (B)(6) to english: "5 syringes with foreign matter inside their packages, still sealed." Via bd investigation: "photo received for investigation, through the analysis of the photo sent by the customer, it is possible to observe the presence of foreign matter in the syringe."